Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure owing to the patient experiencing blurry vision. No patient complications were reported. No further information has been provided.

Manufacturer narrative:
(B)(4): incision enlargement.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: corrected to explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/28/2014. Device returned to manufacturer: yes. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection revealed the lens was returned in (3) three pieces, was incomplete and damaged. The damage was most probably due to the explant procedure. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of a diffractive ring pattern on the optic. The lens was contaminated and the optic was damaged. A review of the manufacturing records was performed. The review of the records showed that there were no associated nonconformity material reports. There were no environmental monitoring related non-conformances. Based on the manufacturing record review and historical review no non-conformances were identified. The product was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.